Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. The reason for call was the patient said that they changed their programs on wednesday and they had to reset the stimulation because it was turned off. Patient said they have not been feeling the therapy working and that usually after adjusting therapy for a week or so and they can feel the thumping when they are sitting down. Agent reviewed program general information and therapy adjustments. Agent reviewed one program is active at a time and when patient changes programs they will get a message indicating therapy has been turned off. Patient stated they have an appointment with hcp on tuesday. Patient directed to follow up with hcp regarding questions.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.